Event description:
It was reported that the user experienced a hypoglycemic event with a lowest glucose of 39 mg/dl, felt off throughout the day, and self-treated the low with juice and oral glucose tablets over about an hour; the user believed a meal announcement at a glucose of 45 mg/dl prompted the pump to deliver insulin, which contributed to further lowering, and no hospitalization or medical assistance occurred. Symptoms included hypoglycemia and malaise. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.